Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. No address on file . Unable to send product letter to the customer.

Event description:
Consumer reported complaint for symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of headache and blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed during the call on (B)(6) 2018, a blood test was performed fasting by the customer and produced test results of 159 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in for assistance running blood test. Customer states she has blurry vision and a headache. Had customer perform blood test: result: 159 mg/dl (fasting status not disclosed). Customer satisfied with the product after proper training during the time of the call.